Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in comm loss for more than 35 minutes. Log files have been provided by the customer but no other information. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number. Concomitant medical device(s): age of the device, PMA / 510k number, device manufacture date.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in comm loss for more than 35 minutes. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed stated that cns device was experiencing communication loss for about 35 minutes. Biomed received the report of the event. Customer collected the cns device logs. In addition to device logs, information regarding hospital's it network at the time of the issue, device settings, monitored patient's device(s) with which the cns lost communication were not available. Customer did not respond to attempts to gather additional information. Service requested: troubleshooting. Service performed: attempted to gather additional information. Investigation conclusion: due to insufficient information available, the root cause of the reported communication loss incident could not be determined.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in comm loss for more than 35 minutes. No patient harm reported.